Event description:
Nellcor pulse oximeter/end-tidal co2 monitor model #npb-75. This hard held end-tidal monitor has an adaptor which fits onto the endotracheal tube (ett). The adult adaptor plugs into the ett and works fine. The neonatal adaptor has two potential problems, first, in order to connect it to the ett, you must remove the tip of the ett which connects to the bag-valve mask and replace it with their adaptor. Since neonatal etts can be dislodged by minimal movement, this is fraught with potential disaster. The cap must be removed with significant force and then the adaptor forced back into its place. Once the adaptor is in place, it is almost impossible to remove the adaptor again without pulling on the tube with a large amount of force. You could conceivable change to the adaptor before intubating the child but many of the children arrive to the ed already intubated. So in order to use this monitor, you run a very high and real risk of extubating the child. The second problem is that the ventilation hole in the adaptor is very small. You can ventilate with the bag-valve-mask because this side is pressurized. Passive exhalation would be restricted and could lead to an increase in co2 accumulation.